Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI#) is unknown because the serial number and/or lot number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48273; related manufacturer reference number: 1627487-2020-48275; related manufacturer reference number: 1627487-2020-48276. It was reported the patient was experiencing discomfort at lead site. Patient reported difficulty sleeping and lying on side due to granulation tissue that has formed over the leads. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.